Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that there is a gap of adhesive on the distal end, there is a stain that entered the lens through the gap, there is a gap between acoustic lens and ultrasound probe, there is a cut on switch 1 with loss of water tightness, there is wear of the forceps elevator lever, the up/down knob cannot be locked securely, switch 1 is cut, and the adhesive on the bending section rubber has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there is a gap of adhesive on the distal end, there is a stain that entered the lens through the gap, and there is a gap between acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and the ultrasonic probe occurred due to handling of the client. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.